Manufacturer narrative:
A ge rep evaluated the system and replaced the 5v power supply. No report was made confirming the continuous x-rays. System operates as intended.

Event description:
Customer reported, the system appears to be producing live fluoro, and displays a communication failure, and must be turned off and rebooted to clear. No pt injury was reported.